Manufacturer narrative:
The exposed portion of the soft cannula was observed to have a hole. The cause and timing of the damage could not be conclusive determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 389 mg/dl, while wearing the pod on the back between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.